Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that the patient had the device implanted in (B)(6) 2017 and then developed local inflammation and pain in the left side. The patient was also dissatisfied with the asymmetrical end result. Because of these reasons, the implant was removed in (B)(6) 2017. No dislocation of implants or loosening of screws were observed.